Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a damaged drive support cap. The customer reportedly stated that the insulin pump was not bumped or dropped and it was unknown how the damage occurred. The drive support cap was stated not to have been pressed while the customer was connected. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with detached end cap, cracked case on display window corner, cracked reservoir tube lip, minor scratches on display window and missing end cap sticker. Drive support was inspected and no anomaly was noted.